Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the leads were explanted and replaced to address the issue.

Event description:
Related manufacturer reference number: 3006705815-2021-06211. It was reported the patient experienced ineffective stimulation following a fall. X-rays confirmed lead migration and diagnostics showed high impedances. Surgical intervention may take place at a later date.